Event description:
Boston scientific received information that this patient was seen in clinic with symptoms of feeling weak and shortness of breath. The physician reprogrammed the device due to the lead not functioning optimally, however this did not resolve any patient symptoms. An x-ray has been scheduled to take place to view position of this patient's leads. Boston scientific technical services (ts) discussed that the right ventricular (rv) lead may have dislodged. The local sales representative also mentioned that this right atrial (ra) lead had high thresholds. Ts discussed reprogramming options and possible future procedures to resolve the issue.

Manufacturer narrative:
At this time, these leads remain in service and there has been no revision procedure that has taken place. Should additional information be provided, this investigation will be updated.